Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 38. Customer's blood glucose level was not reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement and self test. Unit received with constant pump error alarms during rewind due to moisture damage on motor assembly. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and severe corrosion on force sensor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.